Event description:
As reported via the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, post valve in valve procedure, during removal of the ascendra1 introducer sheath, the sutures were pulled to close the apex and there was left ventricle (lv) tissue tear with significant bleeding. The tear was surgically repaired and the patient was given blood. The patient was stable and doing fine at the end of the procedure. According to the case summary, once the apex was accessed, the surgeon noted poor quality of the left ventricle (lv) tissue. However, the sutures appeared to hold the pledgets and the operators proceeded. The first 26mm sapien valve was deployed 50:50 with echo showed 2 jets of 2+ pvl. A second valve was placed more aortic (60:40) and this reduced the ai to trace. During preparation of the 2nd 26mm sapien valve the patient's qrs waves began to widen, the lv began to flutter, and the patient crashed. The operators opted to go on pump at that point. Refer to FDA report number 2015691-2013-19240, for the event on the pvl and cardiovascular collapse. When the sheath was removed, and the sutures were pulled to close to hole in the apex, there was an lv tissue tear. There was a significant bleed and the surgeon repaired the lv and the patient was given blood. The operators managed the patient's hemodynamics and fragile lv well. The end result was the patient was stable and doing fine.

Manufacturer narrative:
Per the instructions for use, bleeding is a known potential adverse event associated with the tavr procedure. At the time of the sheath removal from the apical access site, the edwards training manual for the sapien valve with the ascendra transapical delivery system states, "pacing should be used to lower blood pressure during sheath removal and apical closure." In addition once the apical sheath is removed, the training manual suggests, "do not tie sutures too tight and stop after slight buckle of pledged. If necessary, add additional repair sutures." If the bleeding is simple, pressure or simple suture placement within purse string is recommended; if the bleeding cannot be controlled, cpb initiation and large pledgeted repair is suggested. Furthermore, the training manual instructs the operators on post-procedural care for bleeding. The physician¿s undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The exact cause of the reported lv tissue tear as discussed by the operators is due to patient's fragile lv. The ifus, the edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required.